Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The device was received fully fired. Functionally, the handle could be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal pre-peritoneal procedure, the device could not perform tacking firmly. The surgeon tried several times but was not resolved and said that the tissue was not hard at all. Another device was used to complete the case. There was no patient injury.